Event description:
It was reported that a spectrum pump had no display. This occurred during power up at the progressive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: describe event or problem: replaced "it was reported that a spectrum pump had no display." With "it was reported that the display of a spectrum pump did not work."

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device had a white screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor pcb (printed circuit board) was not connected correctly to the I/o (input/output) pcb. The processor pcb and I/o pcb requires re-installation to address this issue. Should additional relevant information become available, a supplemental report will be submitted.